Manufacturer narrative:
Company rep evaluated the unit and replaced the ups which is connected to the repeaters. System returned to normal operation.

Event description:
Customer reported loss of communication between the panorama central station and ambulatory transmitters, which may have affected telemetry monitoring.